Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red particle material on the shell. Opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device has been explanted.